Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a suspected infection at the evoke closed loop stimulator (cls) implant site and lead implant site. The physician¿s evaluation confirmed the infection and the patient was hospitalized. The evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.

Manufacturer narrative:
Lead information: brand name: evoke cap12 percutaneous lead kit - 90cm, model: 102879, catalog: 3009, lot/batch number: 9017072934, UDI: (B)(4).